Manufacturer narrative:
(B)(4). Follow-up information received by global pharmacovigilance (11jan2013): further information was received from a nurse, who medically confirmed this report. The nurse confirmed all the information as previously reported by the consumer. On an unreported date, the patient was retrained on proper aseptic technique. Patient has recovered.

Event description:
This is a spontaneous report from a consumer in the USA of patient made mistake/touch contamination and peritonitis with culture positive for escherichia coli (e coli) in a female patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies (doses, frequencies, and lot numbers not reported), intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient made a mistake/touch contamination which caused peritonitis on (B)(6) 2012. On that same day, the patient was hospitalized for the event. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2013, product surveillance contacted the facility and spoke with the peritoneal dialysis nurse regarding this event. The nurse reported that retraining was performed on proper aseptic technique and that the patient has recovered. Nurse declined to provide any further information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code was undetermined, since it is unsure why the patient had a breach in aseptic technique. A batch review was not performed as the lot number was unknown.